Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Rf ablation was finished for pulmonary vein isolation and roof line and remapping of the left atrium was started when a decrease in blood pressure was observed. An echocardiogram was done which diagnosed a pericardial effusion. A pericardiocentesis was performed, 200ml was drained and the patient stabilized. The physician believed that because of the particular orientation of the heart, transseptal access and catheter manipulation were difficult. The heart was inclined in the back, transeptal puncture was tricky at the beginning and physician said that he didn¿t have usual repair. The physician believes that the effusion appeared when he changed the catheter to remap after ablation. During the catheter exchange, transeptal was lost and by searching it, the pericardium was likely perforated. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, a video was submitted for review. The video file analysis that the catheter was ablating, displaying temperature and contact force. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.